Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmissions, several inappropriate auto-mode switch (ams) episodes due to far-field r-wave oversensing on the atrial channel were observed. Remote transmissions from (B)(6) 2019 also revealed the same issue. Programming changes were recommended. No patient symptoms were reported.